Event description:
It was reported that there were indecipherable dual electrograms found on the device report/interrogation/transmission. Additionally, breaks in device telemetry were noted as evidenced by vertical dotted lines and missing markers on the egm (electrogram). It was also reported that there was vsp (ventricular safety pacing) which was due to true crosstalk, along with high ventricular threshold. Additionally, there was evidence of quiet timer blanking where there was atrial undersensing. The physician programmed ventricular sensing to less sensitive and lowered ventricular output, which improved atrial sensing. The device and leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407645, lead, implanted: (B)(6) 2012. (B)(4).